Event description:
Patient is on the icp [intracranial pressure] protocol which involves being on a cooling blanket with a central temperature monitor. This patient's temperature reading was from a foley catheter that was placed on [redacted] from our facility. At the start of the 19l shift the temperature reading was appropriate in the 36's. Around 0000 on [redacted] - 3 days later- the patient's temperature was elevated to 37.5 and scheduled tylenol was given. The cooling blanket was decreasing temperature appropriately and we placed ice packs on the patient to try and prevent fever. By 0200 the temperature was reading 39.5 and quickly jumped to 40, then at 0300 was 41. At 0234 the patient started having bradycardia to the 40's. Fellow was called to bedside and evaluated. Icp was below 20, evd [external ventricular drain] was patent, patient had appropriate blood pressure, and appropriate perfusion. We got am labs early to ensure electrolytes were stable and no drop in hemoglobin had occurred. We also flushed the foley towards the bladder with 10cc of saline to ensure patency because in report we were told that patient was having issues with sediment building up. The foley temp gave no obvious signs that there was an issue because the temperature dipped by a degree and climbed back up during the flush. The temperature dipped. Before 0400, after going through all the other equipment, I decided to insert a rectal temp probe and double check the temperature reading because the patient's heart rates had dipped into the 30's consistently. The patient's rectal temp was 28.5 and the cooling blanket was immediately turned off, ice packs removed, and fans turned off. Picu [pediatric intensive care unit] fellow was notified and was present bedside. Plan initiated was to allow the patient to slowly warm up with blankets and not use the cooling blanket to warm the patient. Parent was bedside briefly after 0400 and situation was explained, mom had no further questions.